Event description:
Customer reported that the pt was able to get out of the belt by breaking through the quick release buckle damaging the teeth. There was no pt injury reported.

Manufacturer narrative:
Product was requested to be returned for evaluation and has not been received. Note: this submission is based solely on the user facility statement. The instructions for use state that before use, check device for damage. Discard if you have any questions about pt safety. Secure each connecting strap, out of the pt's reach, using a quick-release tie or buckle. Check that the straps are secure and will not change position, loosen, or tighten if the pt pulls on them, or if the chair is adjusted. (B)(4).